Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to failure: therapy monitored volume performance specification. The patient returned the device due to a system error 2197 alarm. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. A visual inspection of the door assembly revealed the piston was cracked on the left side at the left disposable and the lower right side. Therefore, the cause for the rite - therapy monitored volume failed performance specification was determined to be a cracked piston. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.